Event description:
Customer reports rolling the clamp closed after noticing the free-flow and estimated that approx 80 ml of morphine infused via gravity unintended flow. Nursing staff believes the flo-stop clamping device, which is integral in the tubing that prevents inadvertent free flow when the tubing is removed from the pump, did not function properly to prevent flow. Customer reported the pt had become stabilized after the free-flow, but died at a later and undisclosed time. The customer confirmed that alaris equipment did not cause or contribute to the pt's death. Two gemini pc-2 devices that were being used on the pt at the time that had alarmed for unk internal errors were returned to the service center for inspection. The tubing that was being used with the morphine infusion that had the reported free-flow was returned to alaris international qa for investigation.